Event description:
Rptr opened microwave door to remove food and microwave continued running. She shut door, again opened door and it still continued to run. After the third try, she unplugged microwave, called the MFR who sent out a repairman. The repairman did something to the door latch, but she has not attempted to use the oven since and has stored it away in a closet. She did not receive any surface burns. She states, however, that since the incident she has experienced problems with 3 fingers and the thumb on the right hand (pain grasping objects, etc). She did seek medical attention from a neurologist who could not define any problem and was released to return prn.